Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in application and problems were found with the device double beeping with a cassette attached, which is causing the " no disposable" alarm. Service will replace the downstream sensor and recalibrate upstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump kept alarming "no disposable clamp tubing". No patient was involved in this event. No adverse effected were reported.